Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report. Devices also involved are, nail adapter (B)(4), lot# khi081605, and target arm (B)(4) , lot# kp226308.

Event description:
The theatre nurse, reports via our business unit manager, that there were some miss drilling with the t2 recon target device.